Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose levels on (B)(6), 2026, with readings ranging from 273 to 385 mg/dl after approximately 4-24 hours of pod wear on the arm. She stated that her sister assisted with applying the pod and placed it too close to her underarm. Although the pod and glucose sensor indicated that insulin was being delivered (the pod emitted the activation beeps and the pink slide advanced), the patient believed insulin was not reaching her system due to the placement location. She explained that each time she lowered her arm, her blood glucose levels increased. The patient did not describe whether the infusion site was a lean area with limited fatty tissue, nor did she provide the location of the glucose sensor. No bleeding or leakage was observed at the infusion site. The patient noted she had a backup insulin delivery method (flexpens) but was afraid to inject insulin manually because she was unsure whether the pod might still be delivering insulin. She subsequently presented to the emergency room (ER), where she was diagnosed with hyperglycemia and treated with 5 units of intravenous insulin. She remained in the ER for approximately 3-4 hours and was discharged the same night. Hospital staff removed and discarded the pod, so it is not available for return.